Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4) applies to the ins and (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that after a fall, they felt like their implantable neurostimulator (ins) was diminishing. The patient clarified that the ins felt like it was losing power, and then the stimulation stopped all together. The patient thought that they might have pulled a wire from the fall. At the time, the patient was more concerned about their ankle because they had hurt it in the fall. The patient also reported getting a ¿call MRI¿ error message when using their programmer and recharger to turn the ins back on. On (B)(6) 2017, the patient reported seeing an end of service (eos) error message displayed on their programmer. It was reviewed that the device was off/disabled and no longer providing therapy. It was confirmed that the patient didn¿t mention any allegation or dissatisfaction with ins longevity. The patient was to follow up with their healthcare provider (hcp) to schedule a replacement surgery and discuss the fall. The patient didn¿t have a managing physician and listings were sent. It was noted that the fall occurred on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported in early (B)(6) it felt like it was beginning to weaken on (B)(6) the patient had fallen later in the day and it just stopped working. An eos error message on both the hand held remote and the landline charger. The issue has not been resolved. The patient as appointment with a new doctor to address the issue. No further information was reported.